Event description:
It was reported that the cause of the event was determined and it was device related. The lead separated from the programmer and was exiting the patient¿s wound, causing wound dehiscence or separation and infection of the wound. The troubleshooting, intervention, or other action taken to resolve the event was that the device was removed during surgery in the operating room (or) on(B)(6) 2014. Imaging showed exposed wires and the programmer and lead were intact. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0lw7n, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).